Event description:
A malfunction was reported with the pump displaying malfunction code 9. The customer¿s blood glucose level was not adversely impacted and did not exceed 500 mg/dl. Technical support had assisted the customer in resetting the pump with the provided information, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any malfunction code appears in the future.